Manufacturer narrative:
The device was returned for analysis. A supplemental report will be submitted once analysis is concluded.

Event description:
It was reported that this pacemaker inhibited brady therapy during its replacement. During the surgery, the cardiac resynchronization therapy defibrillator (crt-d) was appropriately programmed in electrocautery safety mode. However, pacing was suspended once electrocoagulation began. The device was re-interrogated and all electrical measurements were normal. Nevertheless, pacing was inhibited again once electrocoagulation was re-started. Physician opted to complete the procedure by performing short sequences of coagulation. As result, the patient experienced multiple asystole episodes that lasted up to 5 seconds. The crt-d was successfully explanted with no additional adverse patient effects.

Event description:
It was reported that this pacemaker inhibited brady therapy during its replacement. During the surgery, the cardiac resynchronization therapy defibrillator (crt-d) was appropriately programmed in electrocautery safety mode. However, pacing was suspended once electrocoagulation began. The device was re-interrogated and all electrical measurements were normal. Nevertheless, pacing was inhibited again once electrocoagulation was re-started. Physician opted to complete the procedure by performing short sequences of coagulation. As result, the patient experienced multiple asystole episodes that lasted up to 5 seconds. The crt-d was successfully explanted with no additional adverse patient effects.

Event description:
It was reported that this pacemaker inhibited brady therapy during its replacement. During the surgery, the cardiac resynchronization therapy defibrillator (crt-d) was appropriately programmed in electrocautery safety mode. However, pacing was suspended once electrocoagulation began. The device was re-interrogated and all electrical measurements were normal. Nevertheless, pacing was inhibited again once electrocoagulation was re-started. Physician opted to complete the procedure by performing short sequences of coagulation. As result, the patient experienced multiple asystole episodes that lasted up to 5 seconds. The crt-d was successfully explanted with no additional adverse patient effects. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.